Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery the device was skipping on the patient's skin. There was no patient / user harm, injury or adverse event to the patient or operator and there was no report of any extension or delay in the surgical procedure. Due diligence is complete and no further information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the device was skipping during use; the vespel and semi-circle bearings required replacement. The vespel and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.